Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Pacing impedance less than 200 ohms, insulation damage suspected. Lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.